Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the the insulin pump had a recurring pump error indicating motor communication error. The customer's blood glucose was unknown. The product was returned for analysis.

Manufacturer narrative:
Device passed the displacement and self test. No unexpected spi to motor pic communication error alarm anomalies noted.